Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer has not stated if the device is available for evaluation. (B)(4).

Event description:
The customer stated that the unit is alarming "check o2 cal". He claims that he calibrated the o2 cell and passed the testing so the used an external fio2 analyzer connected to the ventilator and all readings above 50% fio2 are out of spec (at 60% the ventilator is reading 53%, at 80% the ventilator is reading 72%). Technical support advised that the blender needs to be recalibrated or replaced to repair this issue. The customer stated they would try to recalibrate the blender and if that does not work then they will replace it. There was no patient involvement when the problem occurred.